Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and nine months post filter deployment, patient presented with abdominal pain. Subsequent, computed tomography (CT) revealed that the vena cava filter located 7 cm inferior to the lowest renal vein. The struts appeared to extend into the right common iliac vein. The filter was tilted with apex extending through the anterior wall of the vena cava. Several struts extended beyond the vessel wall without involvement of adjacent organs, aorta, muscle, vertebrae or bowel. Therefore, the investigation is confirmed for the perforation of the ivc and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.